Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with normal operating currents. No unexpected low battery alarm noted in the pump history and long traces. However, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery; replace battery now and then alarmed pump error was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at j6 pcba 1. The pump was monitored and functioned properly. The pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now and low battery alert. The customer's blood glucose level was 8.9 mmol/l at the time of the incident. The customer stated that the batteries lasted less than 24 hours. The product was returned for analysis.